Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Event description: customer reports that gram-negative rods do not grow on macconkey ii agar, catalog number 254078, lot number 4099866. Complaint history review: the complaint trends were reviewed. There were no similar complaints received during the past 12 months for lot number 4099866. A trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies and all release testing was satisfactory. Sample analysis: retain samples were analyzed for the growth promoting ability of the medium. E. Coli atcc 25922, e. Coli atcc 8739, s. Abony dsm 4224, p. Aeruginosa atcc 9027, p. Mirabilis atcc 12453, s. Typhimurium atcc 14028 and s. Flexneri atcc 12022, strains used for quality release testing of catalog number 254078 were applied to medium of lot no. 4099866. Plates were incubated at 35-37°c for 18-24h. All strains showed good growth according to our specifications. Return samples were not provided. However, the customer shared pictures illustrating the issue. Evaluation results: at this stage of the investigation, any systemic failure in the manufacturing processes can be excluded. No deviation could be found during the qc performance test during initial release testing and during the retain sample testing. Growth of e. Coli atcc 25922, e. Coli atcc 8739, s. Abony dsm 4224, p. Aeruginosa atcc 9027, p. Mirabilis atcc 12453, s. Typhimurium atcc 14028 and s. Flexneri atcc 12022 was satisfactory. Since no trend was identified, no corrective preventive action will be implemented this time. Investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory. Furthermore, upon evaluation of retain samples we cannot confirm the complaint for insufficient growth. Results of growth promotion tests were satisfactory. A definite root cause has not been established. Bd will continue to monitor incoming complaints for similar defect types. We are sorry for the inconvenience.

Event description:
It was reported while using bd bbl¿ macconkey ii agar that a plate did not sufficiently grow gram negative rods. There was no health impact or consequence reported.